Manufacturer narrative:
(B)(4). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the user open it, the physician used saline to flush the 6x120mm smart stent; however, the stent was deployed some. The physician changed to another stent. The case was successful.

Manufacturer narrative:
The customer used saline to flush the smart stent. There were no damages or anomalies noted to the packaging or device prior to use. It is unknown how the hemostasis valve was received when in the package. The device was flushed while in the tray. There was no difficulty attaching the syringe to flush the device. The hemostasis valve was not closed prior to removing the device from the tray. It was reported that ¿just some¿ of the stent deployed. There was no pulling pressure applied to the outer sheath when flushing the device. The issue occurred before using the device on patient. It is unknown what brand stent was used in order to complete the procedure. Complaint conclusion: a report was received that the stent of a 6 x120mm smart vascular stent delivery system (sds) was noted to be partially deployed while the physician was attempting to flush the device prior to use. The procedure was successfully completed with another stent with no reported patient injury. The site reported that there were no damages or anomalies noted on the device or its¿ packaging prior to use. They further reported that after the package was opened, they flushed the device while it was still in the tray. No difficulty was experienced while attaching the syringe to flush the device and that the hemostasis valve was not closed prior to removing the sds from the tray. The site reported that there was no pulling or pressure applied to the outer sheath while they were flushing the device. Prior to use on the patient, the physician noted that the stent was partially deployed. The procedure was successfully completed with another stent with no reported patient injury. One non-sterile smart 120/150, vascular - 6x12 was received coiled inside a plastic bag. The unit was received with the hemostasis valve opened and the stent was partially deployed (about 1 cm). No other anomalies were observed. Prior to performing the functional analysis, the hemostasis valve was closed and it was noted that the stent release mechanism was secure. Functional testing of the deployment process was successfully accomplished without difficulty. Dimensional analysis of the usable length of the unit revealed that it was within specification. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿sds ¿ deployment difficulty-premature/during prep¿ event was confirmed based on the visual analysis of the returned device. Though the exact cause of the event could not be conclusively determined, procedural and/or handling factors may have contributed to it. The product instructions for use (IFU) warns that the black dotted pattern on the grey temperature exposure, found on the pouch must be clearly visible. Users are warned that they should not use the device if the entire temperature exposure indicator is completely black since the unconstrained stent diameter may have been compromised. After flushing the hemostasis valve and guidewire lumen, users are instructed to evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Users should not use the device if the stent is partially deployed. It is difficult to draw a clinical conclusion between the device and the event based on the information available. However handling and procedural factors may have contributed to it. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.